Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, self test, displacement accuracy test, and active current measurement, however failed the sleep current measurement due to high impedance. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump communicated properly with test guardian link transmitter and test sensor. No communication anomalies noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: keypad overlay texture damage and damaged display window cover. In summary, customer allegation for unable to find sensor signal was not confirmed. Unable to confirm alleged low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the loss of communication between insulin pump and transmitter and received a cannot find sensor signal alert. Blood glucose value at the time of event was 61 mg/dl. The event involved product(s) mmt-1780kl, mmt-7911na. Troubleshooting was performed and found that the issue occurred due to an incorrect transmitter ID programmed into the pump. Troubleshooting also included troubleshooting included walking the customer through the steps to link the transmitter to the pump, reconnecting the sensor and transmitter, and ensuring all devices were linked and communicating properly. The issue was resolved. No further patient complications were reported. Mmt-1780kl was returned for analysis. No product return is required for mmt-7911na.